Manufacturer narrative:
(B)(4).

Event description:
Loss of connection on rcvr.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log was not performed as there was no data available. Confirmation of the issue was undetermined.